Event description:
The customer reported that 15 minutes into a normal saline infusion they noticed a leak below the door of the pump. When they opened the door, the set fell apart and fluid spilled onto the floor. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.